Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Low battery alerts/alarms were received and subsequently, pump shutdown. Customer's blood glucose was 280 mg/dl. Customer loaded another cartridge and resumed insulin therapy.